Manufacturer narrative:
No injury resulted. As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. The provided batch #1604522 turns out to have no corresponding with the product catalog # involved in this complaint. Right batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a protaper hand use file broke during first use. The broken piece could not be retrieved and was incorporated into the filling.